Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Confirmation was received that the device was explanted. According to internal registration information the +flex28 was implanted on (B)(6) 2018 and was re-implanted with a +compressed array on (B)(6) 2018. According to the device explant report form the electrode could not be inserted into the cochlea at implantation and damage to the active array was noted prior to device removal.

Manufacturer narrative:
Conclusion: based on the information received with the explant report, the electrode array could not be inserted into the cochlea at implantation and had to be exchanged with a shorter electrode type. Thus, it is assumed that an inadequate electrode selection was made during the initial implantation. Damages found on the active electrode array are most likely due to surgical handling, i.e. Multiple insertion attempts at implantation. No other device damage or defect has been detected. This is a final report.

Event description:
Confirmation was received that the concerned device with +flex28 electrode was explanted few days after first surgery, and a device with +compressed array was simultaneously re-implanted. According to the device explant report form, the +flex28 electrode could not be inserted into the cochlea.